Event description:
Consumer states that she has had a CT scan before and that this was her second scan taken at facility. One hour after being injected with dye she had a metallic taste in her mouth. She contacted her dr, who told her it would go away in a day, but to date the taste remains. One week after her CT, she had an ultrasound and the taste continued. According to the radiologist, she was told that less than 1% of pts have experienced such a problem. Her concern is that she now requires cat scans every 6 months for next several years and she forsees this problem. Consumer states that over the past 2 months. She had made several calls regarding the side effects of her most recent CT, but no one had called her back to follow up. FDA needs to know and should be the one to call the MFR to call her back.